Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced device damage while still considered operable. The following information was provided by the initial reporter: rn was setting up tubing. The drip chamber of the tubing had a crease in it and looked damaged. I obtained new tubing. Was there patient harm reported?: no.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced device damage while still considered operable. The following information was provided by the initial reporter: rn was setting up tubing. The drip chamber of the tubing had a crease in it and looked damaged. I obtained new tubing. Was there patient harm reported?: no.

Manufacturer narrative:
The following fields were updated due to additional information: the following are possible lot numbers: d4: medical device lot #: 21125427 d4: medical device expiration date: 07dec2024 h4: device manufacture date: 07dec2021 d4: medical device lot #: 21125443 d4: medical device expiration date: 08dec2024 h4: device manufacture date: 08dec2021 d4: medical device lot #: 21125444 d4: medical device expiration date: 08dec2024 h4: device manufacture date: 08dec2021 d4: medical device lot #: 21125696 d4: medical device expiration date: 11dec2024 h4: device manufacture date: 11dec2021 d4: medical device lot #: 21125802 d4: medical device expiration date: 13dec2024 h4: device manufacture date: 13dec2021 investigation summary: a complaint of a drip chamber having a crease and being bent was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The drip chamber was bent and had scratches. Potential lots were determined using the smart site ids on the set. A device history record review for model 2420-0007 lot number 21125427 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21125443 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 08dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21125444 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 08dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21125696 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 11dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21125802 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 13dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier of the drip chamber was notified of this defect. The root cause was determined to be the transportation process. The supplier has added a robotic system to the packaging process so that the drip chambers are ordered in a way that prevents scratches and bends.